Event description:
In 2009, this lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter has a power issue (meter does not turn on). This complaint is classified according to the documentation of the customer care advocate. This medical affairs specialist contacted the pt at the phone number provided. However, the person who answered the phone indicated that the pt was not available and no longer resides there. The reported issue began nine days prior. It is not known if the alleged pt was able to test after the reported issue began. The next day at 10:30am, the alleged patient's healthcare provider treated the pt with insulin. During the evening time, the pt developed symptoms of "headache and vomiting." The pt did not test on any other device. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/aforementioned symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the reported issue was not resolved. This complaint is being reported because, the alleged pt claimed that she received treatment, which can be suggestive for hyperglycemia after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.